Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that system unable to boot. Review of the logfile shows system unable to boot malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the m-cabinet l1 light was off, breaker f2 had tripped, and fuse f12 was blown. The fse reset the breaker f2 and replaced fuse f12, the l1 light illuminated; however, pressing the power button on the console caused breaker f2 to trip again and fuse f12 to blow, resulting in the l1 light turning off. On further troubleshooting, fse found that the power supply in the geometry pc was the root cause of the failure. To resolve the issue fse replaced the geometry pc and reinstalled the related software. The defective part was sent for analysis, for geo pc failure was observed and the failure was found to be battery charge/discharge issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot to the application, stalling at 00:00. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.